Manufacturer narrative:
(B)(4) - unable to activate disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-02365 and 02366. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device would not activate the disposable. The procedure was completed with another like device with no adverse pt consequences.